Event description:
Customer reported softclix lancet not retracting after firing. No accidental needlestick. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.